Event description:
Same case as # 2029214-2006-00014. It was reported, during an avm embolization, onyx was not visible during injection and the procedure was suspended. No complications were reported to have occurred with the patient as a result of this event.